Event description:
It was reported that a 100 ml drug bag leaked due to a rupture at the seam. The reporter stated that they shipped the filled bag to a different location and the leak was discovered upon receipt. When the bag was returned to the reporter, the ruptured seam was noticed. There was no patient involvement as the bag did not reach a patient. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and leak testing of the device confirmed the reported condition; damage to the seal of the bag was noted. A clear passage test was performed with no issues noted. The cause was unable to be determined. In order to further investigate and address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.